Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during set-up/inspection of a total knee arthroplasty case, upon opening the devices, it was noticed that the inner packaging of two (2) journey ii deep dished left inserts size 7-8 9mm was damaged and already open. Surgery was performed, without any delay, using a smith & nephew back-up device instead. Since incident occurred before procedure, patient was not involved.

Manufacturer narrative:
Additional information added: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device's inner packaging was found to be damaged along the sides, rendering the device inoperative. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device's packaging was compromised. Some potential probable causes for this event could include packaging damage in transit or storage. Based on this investigation, the need for corrective action is not indicated. This issue was evaluated through our internal quality process and concluded that to low occurrence, no further actions will be conducted at this time. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.